Event description:
On (B)(6) 2026, senseonics was made aware of an incident where user received glucose suspend alerts which led to early sensor removal. The sensor was inserted on (B)(6) 2025.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The user started receiving glucose suspend alert. The sensor was returned for further investigation. In house testing of the returned sensor showed optical instability in all four channels. A review of the in vivo raw sensor data revealed optical instability in all four channels. Glucose suspend alert was triggered when all the channels went below the operational threshold. Visual inspection of the optics under the microscope showed filter corrosion, as well as delamination of the sensor internal components. This likely contributed to the optical instability observed. The user was provided with a sensor replacement as part of the resolution.